Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that: "dr. (B)(6) could not get the poly insert seated in the psl cup. After removing the insert and in inspecting it he noticed an area where the poly was peeling away from the cup. At that point, a new poly insert was opened and successfully implanted.